Event description:
The programmer which was returned for servicing subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the stylus and cursor were not aligned. It was also noted that the programmer booted up with an error code. The tab of the power cord bay door was broken. The company logo button was missing. The handle covers were cracked. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.